Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected data: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The customer information center advised the customer to turn off the power and restart the device after the operation to see if the problem reoccurs. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center displayed an e333 touch panel error on the bottom left of the monitor. After about 10 seconds, the display disappeared, but the e333 error remained on the touch panel and displayed a message to contact olympus, but images could still be observed normally. The issue occurred during an unspecified therapeutic procedure. The intended procedure was completed using the same device. There were no reports of patient harm.